Event description:
The customer reported via phone call that they went to emergency room and hospitalized due to high blood glucose on an unknown date. Customer¿s blood glucose was 600 mg/dl. Troubleshooting was declined for high blood glucose. Auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.